Event description:
Biomet rib plate was broken inside the pt and was removed. Reason for use: rib fractures left. One 8 hole plate was broken inside pt. Upon removal of the plates an additional plate was broken by the surgeon while removing it. Only the plate broken inside the pt was retained.